Event description:
During a lower extremity angiography that revealed severe calcification in an artery in the right foot. While trying to get the guidewire through the calcified lesion, the wire tip broke off and a 1cm length piece was retained in the foot.